Event description:
Silicone breast implant - please ban them. I have lost over a decade to severely poor health and have now removed them. Please start listening to people. I cannot believe they are still allowed on the market. There are beyond thousands like me. We are all now making it public, so it's time to act. It has been time to act for a very long time. Lives are being destroyed. I am currently suicidal due to what this has done to me, so I may not be around for f/u. But there's my report.